Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 400 mg/dl. The customer was being treated with manual injection. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.